Manufacturer narrative:
This lead was surgically abandoned, but remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to exhibited noise. A new lead was implanted as a replacement. No additional adverse patient effects were reported.